Event description:
User placed upside-down: "filter placed upside down by user. When attempting filter deployment, the dr realized placement was higher than needed. He advanced the sheath downward, not realizing that a pair of the filter legs had already exited the sheath and were attached to the cava wall. This caused the filter to be placed upside down with most of the legs twisted and not attached to the wall. On 2/3/97 another of the same make filter was successfully placed near the inverted filter as migration of the first was a concern.